Manufacturer narrative:
H10: the device was not received for evaluation, however a picture was provided. Their visual inspection observed the reported leak from the effluent pump segment, but the reported crack could not be observed. Nevertheless, the reported condition is considered as confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex m100, an external fluid leak was observed due to a crack in the tubing. There was no patient involvement. No additional information is available.